Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit kit consisting of one inspiratory limb, one expiratory limb and one swivel y piece, was returned in unsealed bag and visually inspected. Results: the swivel elbow was not returned with the breathing circuit, however the information from the customer suggests that it was present in the kit. A sticky substance was observed on the surface of the swivel y piece and on the expiratory and inspiratory limb connectors. A lot check revealed no other complaints of this nature for this product and lot number. Conclusion: without receipt of the elbow we are unable to determine the root cause of disconnection.

Event description:
A hospital in (B)(4) reported that the y adaptor of an rt236 infant dual heated with evaqua breathing circuit came off during use.no patient consequence was reported.